Event description:
Customer reported hearing a loud noise and observed smoke coming from the back of the synchron lx20 clinical system. The instrument displayed a peltier a fan error code and the reagent wheel temperature began to rise. No injuries were reported. Fire alarms were not engaged and the fire department response personnel were not requested.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse noted a broken peltier fan. The fse repaired the system and performed a reboot. The system is fully functioning. No definitive root cause of the broken fan was identified; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.